Manufacturer narrative:
Product complaint #: (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to loosening of the femoral stem at the cement to implant interface. Depuy cement was used. It was also reported that the patient comes into emergency room and with pain and not feeling well. Xrays show heterotopic bone formation and what appears to be gas in tissues surrounding the implant, signifying infection. Once opened, gross pus was noted confirming infection. A thorough I&d with removal of heterotopic bone, exchange of components, placement of antibiotic beads and coating of prostheses with high dose antibiotic cement is performed. Cement was likely gmv with gent but would have been hospital owned so no lot info or confirmation is available in my records. No patient harm occurred. This patient does have multiple significant comorbidities which make her more prone to infection. Doi: (B)(6) 2021. Dor: (B)(6) 2023. Affected side: right hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed, as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.